Manufacturer narrative:
B3. Actual event date was unknown, however reported information indicates that the issue occurred "after two months - three months from the implantation date", therefore an estimated event date based on 2 months after implantation date was selected.

Event description:
It was reported that this tactra was not bending. The device is still implanted. No patient complications reported.